Manufacturer narrative:
Device investigation revealed a technical failure of the reference electrode which explains the reported issues. The investigation results appear to match the problems mentioned in the recipient report. This is a combined initial and final report.

Event description:
Reportedly affected channels were noticed during in situ measurements. Information is limited at this time. The user was re-implanted on (B)(6) 2023. Per explantation report there were no allegations against the device.